Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incarcerated left inguinal hernia as well as a reducible right inguinal hernia. It was reported that after implant, the patient experienced indirect recurrence through keyhole deformity of the mesh. Post-operative patient treatment included right inguinal hernia recurrence repair and mesh revised with suture.